Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time. This report is being filed to update h4 device manufacture date as it was inadvertently incorrect on the last report.

Event description:
It was reported that the pacemaker estimated longevity showed less than three months remaining. Technical services (ts) was consulted to review the device data as there was concern over premature battery depletion. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frame up to 60 days, to ensure that therapy would remain available. At this time the pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the pacemaker estimated longevity showed less than three months remaining. Technical services (ts) was consulted to review the device data as there was concern over premature battery depletion. Engineering reviewed the stored information and noted it appeared the battery usage has increased at a gradual rate and suggested the device be explanted. Boston scientific technical services (ts) discussed appropriate approximate change out time frame up to 60 days, to ensure that therapy would remain available. At this time the pacemaker remains in service and no adverse patient effects were reported.